Event description:
It was reported that a high rate episode was noted, and was thought to be caused by t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a high rate episode was noted, and was thought to be caused by t-wave oversensing (twos). It was further reported that the lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.